Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. It is also not possible to determine if the filter did in fact perforate the cava wall. The current IFU (instructions for use) states the following: potential complications: perforation of the vena cava wall by the legs of the filter.

Event description:
It was reported that a pt presented to the hospital due to lower back pain. A CT scan was performed and showed that the vena cava filter was penetrating the vena cava. It was reported that the filter was implanted over 6 1/2 years earlier at the different hospital, reason unk. It was discovered that the low back pain was due to an abscess, which is being treated with antibiotics. The cause of the abscess is unk. The physician did not know if the leg from the filter contributed to the abscess or not. There is a concern that the filter may have contact with the abdominal aorta. It was also noted that the pt was diagnosed with anemia. The vena cava diameter measured 20.30mm. Pt is stable at this time.